Manufacturer narrative:
(B)(4). An actual sample was returned for analysis. Visual examination was conducted on the returned sample. From visual examination, it was observed the catheter had been cut into several segments. Further analysis, total lengths have been measured and it is 410 mm which is within our specification of 397mm - 417 mm of catheter length. This indicates the segments came from the same catheter. Based on the analysis conducted, there was no blockage found on the inflation airline as per water could pass through the inflation funnel and monofilament also could pass through the inflation airline. Since there was no product dis-functionality issue observed based on reported failure, therefore this complaint could not be confirmed. However, non-deflation could have happened due to improper fixation of syringe to the deflated in a way of gentle aspiration of syringe without any force. Prior to deflation, ensure the foley catheter is positioned well for better balloon deflation. Proper procedure should be followed in order to reduce patient risk.

Event description:
Alleged event: the catheter was stuck inside the patient for a week. It was removed from the patient by using a stylette to deflate the balloon. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the catheter was stuck inside the patient for a week. It was removed from the patient by using a stylette to deflate the balloon. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history record was reviewed (14h02) and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. There was no sample returned for investigation. Therefore, investigation was based on current production samples which are same type and same size with the complaint device. From complaint description, it was reported the catheter had been removed from the patient by using a stylet. Based on the investigation conducted, the balloons were able to inflate and deflate without any abnormalities observed or difficulties faced. There were no products functionality issues observed based on production samples. In current manufacturing process, all foley catheters undergo 100% inspection, inflation, deflation and 30 minutes leak test prior to packaging. Any defective product will be culled out during this process. Therefore, this complaint could not be confirmed.

Event description:
Alleged event: the catheter was stuck inside the patient for a week. It was removed from the patient by using a styllete to deflate the balloon. The patient's condition was reported as fine.